Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaint reported in the lot number. Add'l info was requested on 08/31/2009, 09/11/2009, and 09/14/2009 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received. (B) (4). (B) (4). (B) (4).

Event description:
A nurse reported a pt with postoperative surprise following intraocular lens (iol) implant surgery. Add'l info has been requested.